Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1 (initial reporter title, facility name and address). Upon review, it was identified that these were inadvertently omitted from the initial report.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Hematoma/access site adverse event: the cause of the bleeding at the access site was use related as bleeding resolved by lowering act back into acceptable range.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. No complications during procedure. The groin site was preclosed with (1) perclose, and manual pressure in the cardiac catheterization lab (cath lab) procedure area. Site was clean and dry upon arrival to the cardiovascular intensive care unit (cvicu). Activated clotting time (act) at end of case was 255. Patient was returned to her previous cvicu, 2 hours post procedure, cardiology physician assistant (pa) rounded on the patient and identified a medial hematoma and ordered the bedside nurse to hold manual pressure. Act at this time was 203 pressure held for an additional 30 minutes and hematoma resolved. Follow up act resulted at 170. Patient remained hemodynamically stable post procedure. Clinical review impella cp was inserted the femoral artery in an 86-year-old female patient for a protected pci (percutaneous coronary intervention). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unspecified. Patient underwent protected pci with impella support. There were no noted complications during procedure. Groin site was preclosed with (1) perclose, and manual pressure in the cath lab procedure area. Site was clean and dry upon arrival to the cvicu act at end of case was 255. Patient was returned to her previous cvicu room 3010, 2 hours post procedure, cardiology pa rounded on the patient and identified a medial hematoma and ordered the bedside nurse to hold manual pressure. Act at this time was 203 pressure held for an additional 30 minutes and hematoma resolved. Follow up act resulted at 170. Patient remained hemodynamically stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.